Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation visual analysis of the returned device identified: underweight, one opening curved on the radius and crease fold. A microscopic analysis was performed which identified: one opening sharp and stress marks, near of the opening site, this condition was called surgical impact and non-penetrating nicks. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp opening on the radius assessed as surgical impact. Additional, changed, and/or corrected data: b.5, d.7, d.10, g.1, h.3, h.6.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.